Event description:
The lay user/patient contacted lfs alleging a communication issue with the ultralink meter. The patient mentioned that on (B) (6) 2009 prior, while testing, he was exhibiting symptoms of hyperglycemia and treated himself with 6.7 units of humalog. The patient did not seek any further medical attention or contact his physician for assistance. The patient was reading the meter right side up. The patient mentioned that the results on the meter was not the same as the result on the medtronic device. Meter was replaced. There is no evidence that the meter caused or contributed to an adverse event since the patient exhibited symptoms at the time of testing and treated himself accordingly. The complaint is being reported since there is a communication issue between the meter and the medtronic device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.